Event description:
A review of the download of an (B)(6) male pt revealed several faults. Zoll customer support contacted the pt and issued him a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation contamination was found inside the battery and the battery pca board was corroded. The root cause of the corrosion was ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.